Event description:
The physician deployed the trunk-ipsilateral component of the gore excluder bifurcated endoprosthesis with 2 mm of the device still left in the sheath. The physician tried to ease the sheath out gently, but in so doing pulled the graft distally about 1.5 cm. Device was now covering the left hypogastric artery. An attempt was made, without success to balloon the device and raise it proximally. The physician chose to leave the device as is. The pt is doing well.